Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID 435135 serial# (B)(4) implanted: (B)(6) 2011 explanted: product type lead product ID 435135 serial# (B)(4) implanted: (B)(6) 2011 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a consumer was scheduled for removal of their system on (B)(6) 2017 due to persistent nausea and vomiting. It was unknown if any factors led or contributed to the event, if any troubleshooting was done, or if any actions/interventions were taken. The issue was not resolved at the time of the report. Indication for use included gastric stimulation.

Manufacturer narrative:
Upon further review, it was determined that fdp (B)(4) should have been coded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported that the device explanted on (B)(6) 2017 and was functioning normally but the patient had minimal response to therapy. Cause of persistent symptoms remained unknown.

Event description:
Additional information received from the hcp reported that the device explanted on (B)(6) 2017 and was functioning normally but the patient had minimal response to therapy. Cause of persistent symptoms remained unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.